Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction, urge in continence. It was reported that the patient went into an infrared sauna they had increased pulsating that went on while they were in there. The first day they used it they sat in there longer than they should have. The second day they worked with the colored lights and infrared color therapy and that was when they noticed it. This is like day three of the sauna and they are not going back in because they doesn't want to ruin their stimulator. The day before yesterday they did not experience it. Patient spoke with the mdt representative today over the phone and they didn't have an answer and gave them the number to call patient services. The patient was redirected to their healthcare provider to further address the issue and call the manufacture of the sauna.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the patient went into an infrared sauna they had increased pulsating that went on while they were in there. The first day they used it they sat in there longer than they should have. The second day they worked with the colored lights and infrared color therapy and that was when they noticed it. This is like day three of the sauna and they are not going back in because they doesn't want to ruin their stimulator. The day before yesterday they did not experience it. Patient spoke with the mdt representative today over the phone and they didn't have an answer and gave them the number to call patient services. The patient was redirected to their healthcare provider to further address the issue and call the manufacture of the sauna.